Event description:
On (B)(6) 2025, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the 500 mg/dl range from his new dario meter and has since stopped using it to measure his bg. The user also reported that he is currently using a non-dario meter and received bg readings of 118 mg/dl and 125 mg/dl, which the user stated was a normal range for him.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for almost 3 months and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". A replacement of dario's strips was sent to the user. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.